Manufacturer narrative:
Patient information is not available for reporting. This report is for unknown lateral entry nail. Part and lot numbers are not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. Patient code (B)(4) was utilized for revision surgery and x-rays due to reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient who was implanted with an unknown lateral entry nail, presented with a cyst on an unknown date. It is unknown when the nail was initially implanted. Revision surgery was performed on (B)(6) 2016 to remove the remove the nail and treat the cyst. The surgeon utilized a reamer irrigator aspirator system (ria) to check the cyst and the nail was removed. There was no report of nail malfunction. There were no new devices implanted in the patient. The procedure was successfully completed with no surgical delay reported. The patient status/outcome was also successful. Concomitant device reported: screw (part# unknown, lot#-unknown, quantity# unknown) this report is for unknown lateral entry nail. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Based on the received additional information, concomitant device unknown screw is identified as reportable device and will be reported separately. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw was also removed along with the nail (screw passes through the nail). There was no report of screw malfunction. It is unknown why patient was being revised and the location of cyst is also unknown.